Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. The customer required assistance due to their bg, however details of the event were not provided by the customer, therefore no other information was obtained.